Event description:
It was reported that doctor revised patient's hip due to dislocation from lack of abductors pursuant to revision surgery on (B)(6) 2012.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that doctor revised patient's hip due to dislocation from lack of abductors pursuant to revision surgery on (B)(6) 2012.

Manufacturer narrative:
The exact cause of the event could not be determined with the very limited information provided. It is unknown if an intra-prosthetic dislocation or a standard dislocation occurred. The patient is noted to be obese and a review of the instructions for use packaged with this device indicates that implanting in obese patients increases the likelihood of failure. The review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint database indicates there have been no other reported events for the reported lot code.